Event description:
It was reported by a customer complaint that the pt was hospitalized due to hypoglycemia. Reportedly the pt became faint and this led to the hospitalization at the hospital the pt's blood sugar was measured at 30. The pt stated that the pump gave a bolus "all by itself, they did not program the bolus". Upon review of the complete history with both the pt and their certified diabetes educator it was determined that the history shows blood sugar of 298 at 0517 and then a correction bolus of 5.95u programmed and delivered. History also shows a high blood sugar check alert at 0617 acknowledged but no rechecks of blood sugar recorded. History shows cartridge loads and tubing fills between 0700 and 1100. Pt states they did change out their set because they though there was air in the tubing. Pt acknowledges they had not eaten anything all day. It was reviewed with both the pt and the cde that the pump could not program in/deliver a bolus or check blood sugar on its own. Reviewed that it looks like the pump functioned correctly but that the pt neglected to eat and recheck blood sugar. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident.